Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a low battery alert and the insulin pump turned off. The customer's blood glucose level was unknown at the time of the incident. The customer mentioned that they were having battery issues. The customer received a new cap and received a low battery alert and the pump died again. It was also reported that they had a low blood glucose but were not able to troubleshoot as the insulin pump would not turn on. The customer was calling back after receiving a new battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. (B)(4).